Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, white particles in the shell and weigh to the spec. Voids and cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: a.4, d.10, h.3, h.6.

Event description:
Healthcare professional reported a right side implant exchange due to concern with the product. Additional report of symmastia. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia and concern with the product.

Event description:
Healthcare professional reported a right side implant exchange due to concern with the product. Additional report of symmastia. Device was explanted.